Manufacturer narrative:
While unfortunate, septic arthritis is a known complication of arthroscopic meniscal repair. Given appropriate ethylene oxide sterilization and confirmed sterility of the ceterix devices there is nothing to implicate the surgical devices as the source of surgical site infection. P.acnes is a known skin contaminant and is implicated in a variety of orthopaedic hardware infections. Similarly, the index procedure and subsequent management of the infection were handled appropriately and there does not appear to be any deviation from standard of care.

Event description:
Approximately 3 1/2 weeks status post an arthroscopic left medial meniscal repair as well as chondroplasty, the patient was diagnosed with septic arthritis from p.acnes.